Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over eight (8) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the water leaks from the output connector; water was presumed to have entered the pump, causing water to come out of the output connector. Olympus also confirmed not detecting 190 series scope, it was no longer detectable due to corrosion at the output connector socket. However, a root cause was not identified. The event can be prevented by following the instructions for use which state: "3.1 precautions for installation and connection use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance, compromised safety and/or equipment damage may result." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited water leaks from the output connecter socket due to deterioration of the pump and an oxidized socket. There were no reports of patient involvement.